Manufacturer narrative:
Additional information has been received which was not included with the initial medwatch report. The additional information has been provided with this report.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had a blank display and weak battery alarm on insulin pump. The customer¿s blood glucose level was unknown. The customer was assisted with troubleshoot and customer stated the display did not return. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
Insulin pump passed displacement test, self test, unexpected restart error test, off no power test and all operating currents tested within the specification range. Insulin pump was monitored and tested with no blank display, weak battery alarm and unexpected battery out limit alarm noted. Insulin pump received with corroded battery tube noted.